Event description:
The customer stated that he was hospitalized for low blood glucose levels. Prior to the hospitalization the customer's partner noticed that his skin was not looking well. The customer checked his blood glucose and the reading was 16 mg/dl. Prior to going to bed his blood glucose reading was 128 mg/dl. The customer stated that he would feel more comfortable getting the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.